Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was unknown at time of incident. Another blood glucose level was 178 mg/dl. Customer said that his son's blood glucose was high meter did not say any number and they also said it was high son was using the old reservoir supplies for the previous pump and his pump changed son was still in the hospital. The customer was treated with hospitalization taken through ambulance. The customer stated that there was no symptoms related to high blood glucose currently. The device will not be returned for analysis.